Event description:
Complainant alleged that during the incoming inspection of the device, measured output energy was out of tolerance for the selected values. The complainant indicated that there was no patient involvement in the reported malfunction.